Event description:
This may be a duplicate about leaking 7036 sets september 2016 thru present, apologies if so. We switched from the smiths 7322 and addons with associated significant underinfusions (as per my last installment/chapter to you), to smiths 7036 administration set with the cadd solis vip ambulatory pump, summer 2016. September 16/16 we received the first of more than 20 formal reports of the sets leaking near the cassette, and sets retained for investigation. The formal reports represents many more instances in the field that didn't have sets retained. Many patients had to have additional treatment. At least two had to travel a few hundred kilometers in -30 degree celsius weather from their small town to a city tertiary care center as a result. We managed these patients, reported, retained and sent sets for investigation until yesterday, december 19, when we learned on a call with smiths, that smiths had indeed determined the root cause (excess bonding), retooled the factory, validated and produced new sets as of october 4 - and hadn't told us any of that! We were still using the defect sets two plus months after the good product was produced. We were astounded, yet, since our previous experiences with complaint handling, quality systems and communication were so poor, this (kind of) came as no surprise. Several individual reports of leaking available.